Event description:
An issue was reported to cook regarding a triple lumen polyurethane central venous catheter tray. The catheter had a "little balloon" or bulge that was "aneurysm-like" in appearance. Therefore, the line was unable to be used and had to be removed. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: senior supply chain coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a investigation ¿ evaluation (B)(6) hospital (united states) informed cook that on (B)(6) 2022 the catheter in a c-utlmy-701j-cct-a-rd (triple lumen polyurethane central venous catheter tray) from an unknown lot had ballooning on the line. It was noticed that the line looked almost aneurysm-like and the lumen could not be used. The line had to be removed, it is unknown if the line was replaced. It is unknown if the patient experienced any adverse effects. Reviews of the complaint history, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one used c-utlmy-701j-cct-a-rd catheter. A 1cm bubble was noted 3cm from the white wing hub on the extension tube. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_ctulm_rev6] ¿cook central venous catheter power injectable,¿ provides the following information to the user related to the reported failure mode: intended use ¿*the flow rate may not exceed 10 ml/sec.¿ warning ¿the safe and effective use of central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10 ml/sec. To safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10ml/sec may result in catheter failure and/or catheter tip displacement. Failure to ensure patency of the catheter prior to power injection studies may results in catheter failure. Power injector machine pressure limiting (safety cut-off) setting may not prevent over-pressurization of an occluded catheter.¿ precautions ¿catheter should not be used for long-term indwelling applications. If lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Product recommendations suggested catheter maintenance after catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Any unused lumen should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Before using any lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumens should be flushed with normal saline between administrations of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock.¿ instructions for use ¿2. Prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. Leave the distal extension uncapped for wire guide passage.¿ power injection procedure ¿4. Ensure adequate blood return and flush catheter vigorously with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 6. Conduct study using the power injector, making sure not to exceed the maximum flow rate of 10 ml/sec or pressure limit safety cut-off of 325 psi for the catheter.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the lumen was blocked, and the pressure caused the extension tube material to balloon. It is also possible that more pressure was used then what is recommended on the IFU. However, none of these possibilities can be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b3, e4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.